Event description:
Related manufacturer reference number: 1627487-2022-00165. It was reported that the patient had several falls and the bsx adapters were not providing adequate therapy. As a result, surgical intervention occurred on (B)(6) 2021 and the adapters were replaced with two 3186 octrode leads.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information was received indicating that the lead adapters were inadvertently reported on. The physician left the adapters in and replaced the competitor lead with abbott leads.

Manufacturer narrative:
Corrected data b5: this product is no longer reportable as there is no allegations against it.